Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 990 mg/dl and a ketone level identified as dangerous (diabetic ketoacidosis). The cause of elevated bg was unknown; however, the customer indicated that steroids could have contributed to elevated bg. Reportedly, customer was sick and lost consciousness. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, and antibiotics. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Tandem technical support (cts) reviewed pump data and found that the cartridge ran out of insulin prior to the hospitalization (all appropriate low insulin notifications were declared prior to the empty cartridge alarm). The customer declined follow up contact from cts.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: the customer alleged that the pump was the reason for the hospitalization; however, specific cause was not provided. Reportedly, the customer reverted to manual injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.